Event description:
Device appears to be oversensing on atrial lead. Possibly inappropriately triggering atrial tachyarrhythmias and atrial fibrillation recorded events. Oversensing and underpacing. Atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).